Event description:
Complainant alleged that during biomed testing the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction. .

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty display.